Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6)2018. It was reported that that the hcp was not the surgeon, but per the or record (B)(6)2018 there was ¿no physical kink identified, the catheter showed a lot of particulate matter, and flow was very sluggish.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was lioresal (baclofen) with a concentration of ¿500¿ and a dose of ¿111.¿ the reason for use was unknown. It was reported that there was a return of symptoms. The patient stated that the ¿systems¿ (interpreted as ¿symptoms¿) keep coming back even after an increase in dose. It was reported that the issue occurred on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting consisted of a side port study and they were unable to get cerebral spinal fluid (csf) return. Actions/interventions taken to resolve the issue included opening the pump pocket and disconnecting the catheter, and there was no csf return. They opened the back to expose spinal entry for the catheter, cut the catheter, and there was still not good flow. Explant of the pump and catheter were performed on (B)(6) 2018 and they were replaced by devices of the same manufacturer. The customer was notified that the devices should be returned to the manufacturer, but they would not be returned as they were discarded by the customer. The issue was resolved at the time of the report and the patient status was reported as ¿alive ¿ no injury.¿ the patient weight was unknown and would not be made available. The hcp would have further information on this event. There were no further complications reported/anticipated.